Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 6.0mmx100mmx150cm sterling balloon catheter was advanced for dilation. However, during first inflation at 12 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.